Event description:
Information received indicates, the caters would still roll when the brakes were engaged.

Manufacturer narrative:
The technician replaced the block top, installed new bearings, and replaced the casters to resolve the issue.